Event description:
It was reported by a customer in the USA that, an 840 ventilator graphic user interface (gui) exhibited a vent inop (ventilator inoperative), and gui inop (graphical user interface = gui) indicators lit. There was no pt involvement.

Manufacturer narrative:
The covidien reported to have replaced the breath delivery unit (bdu) printed circuit board (pcb). The covidien customer support engineer (cse) uploaded the operational software to the current revision, and performed the device eval. The unit passed all tests and calibrations, and it was observed to be operating within mfg specifications. (B)(4).